Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was exposed to moisture and the buttons work intermittently. The customer stated that the keys would not respond but after removing and reinserting the battery they would start working. The customer also reported that the insulin pump alarmed compromised force sensor system during prime. The customer stated the device may have been dropped while he was snowboarding. The drive support cap is recessed. Blood glucose value is unknown. Customer was advised to discontinue the use of the device and revert to a backup plan. A loaner insulin pump would be sent but product would not return for analysis.